Manufacturer narrative:
(B)(4). Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. The following information was requested, but unavailable: did any pieces fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If no, were the discarded? Response received: please be advised that no further information can be obtained from the customer.

Event description:
It was reported that during a right hemicolectomy procedure, the device that was used by the surgeons: the handle broke off during second firing across staple lines using blue cartridge selection. The device was fired in one smooth motion using palm. Another like device was used to complete the procedure. There were no adverse events to patient not reported. A time delay not reported.

Manufacturer narrative:
(B)(4). Batch # n56g8f. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.